Manufacturer narrative:
The device was returned and evaluated by the supplier. A review of quality records was performed and it was found the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The previously submitted supplemental report incorrectly indicated that the date of new information for the device evaluation results was 5/19/2017. The field should have been reported as 6/19/2017. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, after surgery, a microsensor displayed incorrect readings. Sensor was replaced. No delays or adverse consequences. Device will be returned.